Manufacturer narrative:
The analysis was performed and the device exhibited normal device characteristics. The battery profile for the implant indicated a low battery voltage at the time of explant. Low battery voltage can cause a loss of telemetry.

Event description:
During led revision surgery, the surgeon used monopolar electrocauitery. All communication with the implant was unsuccessful .the surgeon decided to replace the implant with another advanced bionics spinal cord stimulator. The device labelling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant.